Manufacturer narrative:
The pad device was installed on (B)(6) 2007 and failed on (B)(6) 2011 when the device shut down after a 10 minute event. The device remained in shut down mode until (B)(6) 2011 when there are multiple events on the same day of 20 seconds or less. Whilst the reported fault was not found the problem with the device was attributed to a fault in the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.